Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure in 2002. The patient was discharged home from the hospital later that day. 3 days later, the patient presented to the hospital with complaints of right groin pain, swelling and drainage. It was reported that the drainage was bloody and purulent. The patient also had an elevated temperature of 102 degrees fahrenheit. A surgeon was consulted and diagnosed an infected right groin hematoma. The patient was given the antibiotic vancomycin to treat the infection. 2 days later, the patient was taken to surgery for incision and drainage of the right groin, debridement of the necrotic tissue and irrigation and open wound packing. 1 day, a blood, wound and tissue culture were all positive for methicillin resistant staphylococcus aureus. 6 days later, the patient began bleeding from the right groin and returned to surgery for an exploration of the right groin and a repair of the right external iliac artery with a bovine patch angioplasty. 7 days later, the right groin re-bled and was diagnosed as a right femoral arterial hemorrhage. The patient was taken to surgery for a right groin exploration, ligation of the right external iliac artery and left to right femoral to femoral bypass graft, evacuation of the right groin hematoma and ligation of the right common femoral artery. It was reported the patient received approximately eleven units of packed red blood cells during their hospitalization. In 10/02, the patient was discharged home with arrangements to have skilled nursing visits. Pt will be receiving long term antibiotic treatment with vancomycin via a PICC line and wound care. There are no reports of further adverse patient sequelae.